Manufacturer narrative:
Event site name and address are as follows: (B)(6) medical center. A getinge service territory manager (stm) evaluated the iabp and found that there was a significant saline spill that penetrated the iabp. The stm replaced two display cables, the gasket associated with the cable to backplane board and the pneumatics interface board. The stm then completed all calibration checks, tests and a complete preventive maintenance with no issues. The iabp was then released back to the customer for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated a ¿may require maintenance and power up test fail code 14¿ prior to use on a patient. There was no adverse event reported.¿

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp)generated a ¿may require maintenance and power up test fail code 14¿ prior to use on a patient. There was no adverse event reported.¿